Event description:
It was reported that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that the insulin pump had a crack by the battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specifications. Unit had minor scratches on display window, cracked reservoir tube lip, reservoir tube window and cracked battery tube threads. Slightly corroded and stripped battery cap and coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.